Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("migration/perforation of the fallopian tubes/malposition of the device") and device breakage ("breakage") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2004, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("cramping"), menorrhagia ("severe menstrual bleeding"), vaginal infection ("infections") with vaginal discharge, abdominal pain lower ("lower abdominal pain") and abdominal pain upper ("severe upper abdominal pain"). The patient was treated with surgery (underwent a surgery to remove components of the essure device) and surgery (underwent a surgery to remove components of the essure device). Essure was removed on (B)(6) 2013. On (B)(6) 2013, the patient experienced procedural pain ("painful post-operative recovery").at the time of the report, the fallopian tube perforation, device breakage, dysmenorrhoea, menorrhagia, vaginal infection, abdominal pain lower, procedural pain and abdominal pain upper outcome was unknown. The reporter considered abdominal pain lower, abdominal pain upper, device breakage, dysmenorrhoea, fallopian tube perforation, menorrhagia, procedural pain and vaginal infection to be related to essure. The reporter commented: patient sought medical attention for her symptoms. Following the surgery, she suffered a painful post-operative recovery. Diagnostic results: in (B)(6) 2004, hysterosalpingogram test was performed. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("migration/perforation of the fallopian tubes/malposition of the device"), device breakage ("breakage") and genital haemorrhage ("abnormal bleeding (general),") in a 24-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2004, the patient had essure inserted. On (B)(6) 2013, 9 years 2 months after insertion of essure, the patient experienced procedural pain ("painful post-operative recovery"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain, device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("cramping"), menorrhagia ("severe menstrual bleeding/ abnormal bleeding(menorrhagia)"), vaginal infection ("infections") with vaginal discharge, abdominal pain lower ("lower abdominal pain"), abdominal pain upper ("severe upper abdominal pain") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with surgery (underwent a surgery to remove components of the essure device) and surgery (umderwent a surgery to remove components of the essure device). Essure was removed on (B)(6) 2013. At the time of the report, the fallopian tube perforation, device breakage, genital haemorrhage, dysmenorrhoea, menorrhagia, vaginal infection, abdominal pain lower, procedural pain, abdominal pain upper and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain lower, abdominal pain upper, device breakage, dysmenorrhoea, fallopian tube perforation, genital haemorrhage, menorrhagia, procedural pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: patient sought medical attention for her symptoms. Following the surgery, she suffered a painful post-operative recovery diagnostic results: in (B)(6) 2004, hysterosalpingogram test was performed most recent follow-up information incorporated above includes: on 25-may-2018: plaintiff fact sheet received. New reporter added. Essure indication updated. New events abnormal bleeding (general) and abnormal bleeding (vaginal) were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("migration/perforation of the fallopian tubes/malposition of the device/malposition of essure device/migration of essure device/perforation fallopian tube"), device breakage ("breakage") and genital haemorrhage ("abnormal bleeding (general)/abnormal bleeding (general)") in a 24-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2004, the patient had essure inserted. In (B)(6) 2006, the patient experienced menorrhagia ("severe menstrual bleeding/ abnormal bleeding(menorrhagia)/abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)/abnormal bleeding (vaginal, menorrhagia)"). In 2006, the patient experienced genital haemorrhage (seriousness criterion medically significant). In 2011, the patient experienced device breakage (seriousness criteria medically significant and intervention required). In 2012, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain and pelvic pain. On (B)(6) 2013, 9 years 2 months after insertion of essure, the patient experienced procedural pain ("painful post-operative recovery"). On an unknown date, the patient experienced dysmenorrhoea ("cramping"), vaginal infection ("infections") with vaginal discharge, abdominal pain lower ("lower abdominal pain") and abdominal pain upper ("severe upper abdominal pain"). The patient was treated with surgery (surgical removal of essure coils-surgery to clip tubes to remove essure). Essure was removed on (B)(6) 2013. At the time of the report, the fallopian tube perforation, device breakage, genital haemorrhage, dysmenorrhoea, menorrhagia, vaginal infection, abdominal pain lower, procedural pain, abdominal pain upper and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain lower, abdominal pain upper, device breakage, dysmenorrhoea, fallopian tube perforation, genital haemorrhage, menorrhagia, procedural pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: patient sought medical attention for her symptoms. Following the surgery, she suffered a painful post-operative recovery. Discrepancy in plaintiff date of birth, previously reported as (B)(6) 2018. Plaintiff claimed that injuries or symptoms she claimed resulted from essure are not resolved after removal. Injuries are not specified. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2012: perforation. In (B)(6) 2004, hysterosalpingogram test was performed. Most recent follow-up information incorporated above includes: on 23-jul-2018: pfs received. Reporter information updated. Plaintiff demography added. Essure confirmation test was added. FDA codes added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('migration/perforation of the fallopian tubes/malposition of the device/malposition of essure device/migration of essure device/perforation fallopian tube'), device breakage ('breakage'), complication of device removal ('removal of portion of r essure coil') and genital haemorrhage ('abnormal bleeding (general)/abnormal bleeding (general)') in a 24-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included ibuprofen and paracetamol (acetaminophen) since 2012. On (B)(6) 2004, the patient had essure inserted. On (B)(6) 2004, the patient experienced genital haemorrhage (seriousness criterion medically significant), 1 month 18 days after insertion of essure. In (B)(6) 2006, the patient experienced heavy menstrual bleeding ("severe menstrual bleeding/ abnormal bleeding(menorrhagia)/abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)/abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2011, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain and pelvic pain. In 2011, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On (B)(6)2013, the patient experienced procedural pain ("painful post-operative recovery"). On an unknown date, the patient experienced complication of device removal (seriousness criteria medically significant and intervention required), dysmenorrhoea ("cramping"), vaginal infection ("infections") with vaginal discharge, abdominal pain lower ("lower abdominal pain") and abdominal pain upper ("severe upper abdominal pain"). The patient was treated with surgery (removal of portion of r essure coil; d&c, surgical removal of essure coils-surgery to clip tubes to remove essure, d & c and underwent a surgery to remove components of the essure device). Essure was removed on (B)(6) 2013. At the time of the report, the fallopian tube perforation, device breakage, genital haemorrhage, dysmenorrhoea, heavy menstrual bleeding, vaginal infection, abdominal pain lower, procedural pain, abdominal pain upper and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain lower, abdominal pain upper, complication of device removal, device breakage, dysmenorrhoea, fallopian tube perforation, genital haemorrhage, heavy menstrual bleeding, procedural pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: patient sought medical attention for her symptoms. Following the surgery, she suffered a painful post-operative recovery. Discrepancy in plaintiff date of birth, previously reported as (B)(6) 2018. Plaintiff claimed that injuries or symptoms she claimed resulted from essure are not resolved after removal. Injuries are not specified. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2004: that both fallopian tubes were blocked.; in (B)(6) 2012: results: perforation. Diagnostic results: in (B)(6) 2004, hysterosalpingogram test was performed most recent follow-up information incorporated above includes: on 3-jun-2021: medical record received. Reporters added. New event, removal of portion of r essure coil was added. Incident based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('migration/perforation of the fallopian tubes/malposition of the device/malposition of essure device/migration of essure device/perforation fallopian tube'), device breakage ('breakage'), complication of device removal ('removal of portion of r essure coil') and genital haemorrhage ('abnormal bleeding (general)/abnormal bleeding (general)') in a 24-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included ibuprofen and paracetamol (acetaminophen) since 2012. On (B)(6) 2004, the patient had essure inserted. On (B)(6) 2004, the patient experienced genital haemorrhage (seriousness criterion medically significant), 1 month 18 days after insertion of essure. In (B)(6) 2006, the patient experienced heavy menstrual bleeding ("severe menstrual bleeding/ abnormal bleeding(menorrhagia)/abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)/abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2011, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain and pelvic pain. In 2011, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient experienced procedural pain ("painful post-operative recovery"). On an unknown date, the patient experienced complication of device removal (seriousness criteria medically significant and intervention required), dysmenorrhoea ("cramping"), vaginal infection ("infections") with vaginal discharge, abdominal pain lower ("lower abdominal pain") and abdominal pain upper ("severe upper abdominal pain"). The patient was treated with surgery (removal of portion of r essure coil; d&c, surgical removal of essure coils-surgery to clip tubes to remove essure, d & c and underwent a surgery to remove components of the essure device). Essure was removed on (B)(6) 2013. At the time of the report, the fallopian tube perforation, device breakage, genital haemorrhage, dysmenorrhoea, heavy menstrual bleeding, vaginal infection, abdominal pain lower, procedural pain, abdominal pain upper and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain lower, abdominal pain upper, complication of device removal, device breakage, dysmenorrhoea, fallopian tube perforation, genital haemorrhage, heavy menstrual bleeding, procedural pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: patient sought medical attention for her symptoms. Following the surgery, she suffered a painful post-operative recovery. Discrepancy in plaintiff date of birth, previously reported as (B)(6) 2018. Plaintiff claimed that injuries or symptoms she claimed resulted from essure are not resolved after removal. Injuries are not specified. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2004: that both fallopian tubes were blocked.; in (B)(6) 2012: results: perforation. Diagnostic results: in (B)(6) 2004, hysterosalpingogram test was performed. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer.  All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 10-jun-2021: quality safety evaluation of ptc. Incident: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.